Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 07/28/2015 with the following findings: on examination, there was moisture noted inside the pump, but not inside the battery compartment. A leak test was performed without resulting moisture leakage. Investigation confirmed moisture inside the pump without any damage to the pump case. Unrelated to the original complaint, the display was noted to be dim/faded/discolored. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.